Manufacturer narrative:
All information was investigated, and the returned device analysis confirmed the reported single gripper actuation issue and gripper line break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and while the reported single gripper actuation issue appears to be related to the gripper line break, a cause for how the gripper line broke could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. After several attempts to grasp the leaflets, it was observed that one gripper was no longer working. The clip was inverted and pulled back into the left atrium (la). Only one gripper worked and the other could not raise. The clip was recovered without issues. One gripper line was observed to be broken. The procedure was successfully carried out with a new mitraclip. There mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.